Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes of the lifevest equipment. It was reported that the patient was bedridden. The patient's nurse placed gauze over the skin irritation. Follow up indicated that the skin irritation improved by using lotion.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.